Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that "surgeon put plate in and 3.5 cortical screw. Then attempted to lock distally implanting locking screw via torque wrench and the torque wrench would not click signifying the screw locking. The doctor continued to tighten at which point the screw stripped. Could not remove or tighten screw. Removed all cortical and locking screws and had to put in a new plate."